Event description:
The pt underwent "acl" surgery in 1999. Five weeks post-operatively the pt complained of lateral femoral pain. X-rays revealed that the cross pin, the device used to attach a soft tissue graft to the bone, was not flush with the bone. The surgeon performed a second procedure to reinsert the cross pin.